Event description:
It was reported that the device had varying battery cell voltage readings and an elective replacement indicator (eri) trip. Battery voltage was 2.81 v and an eri alert was pres- ent. Eri alert was cleared and battery data updated, and battery voltage was 2.27 v. The patient was pacer dependent so she was sent to the emergency room where a software down- load was successfully performed. Post download, battery voltage was 2.58 v. The patient is to be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the measured battery data values for the battery voltage was 2.23 v and 2.27 v which could cause the elective replacement indicator (eri) to trip. After the eri flag was cleared, normal function ensued. The device was monitored at room temperature over a period of time without reproducing the anomaly. No explanation was found for the reported measured data anomaly.